Event description:
It was reported that the implant at tooth site #unk was removed due to infection. Patient had the complaint of pain / discomfort since implant placement on (B)(6) 2024. Patient was present in the office on (B)(6) 2024 where the implant was removed due to active infection. Symptoms as a result of the event: inflammation, pain

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5. Describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative. H3 other text : summary investigation.

Event description:
Customer confirmed tooth #30.